Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/right arm appearing to project beyond the endometrium, migration') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. A20056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, irregular menstruation and vaginitis bacterial. Concurrent conditions included vaginal discharge, vaginal odor and post coital bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder (seriousness criterion medically significant), device expulsion ("migration/the left essure device appears to extend into endometrial canal"), pelvic pain ("pain"), infection ("infection"), urinary tract disorder ("urinary problems") and headache ("headache"). The patient was treated with surgery (essure remove). At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, device expulsion, pelvic pain, infection, urinary tract disorder and headache outcome was unknown. The reporter considered autoimmune disorder, device expulsion, genital haemorrhage, headache, infection, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/right arm appearing to project beyond the endometrium, migration') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. A20056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, irregular menstruation and vaginitis bacterial. Concurrent conditions included vaginal discharge, vaginal odor and post coital bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder (seriousness criterion medically significant), device expulsion ("migration/the left essure device appears to extend into endometrial canal"), pelvic pain ("pain"), infection ("infection"), urinary tract disorder ("urinary problems") and headache ("headache"). The patient was treated with surgery (essure remove). At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, device expulsion, pelvic pain, infection, urinary tract disorder and headache outcome was unknown. The reporter considered autoimmune disorder, device expulsion, genital haemorrhage, headache, infection, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received , reporter , removal date ,medical devoice information added. Proceed with 2 and 3rd follow-up. On 28-jan-2020: pif received , reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/right arm appearing to project beyond the endometrium"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. A20056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, irregular menstruation and vaginitis bacterial. Concurrent conditions included vaginal discharge, vaginal odor and post coital bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), device expulsion ("migration/the left essure device appears to extend into endometrial canal"), pelvic pain ("pain"), infection ("infection"), dysuria ("urinary problems") and headache ("headache"). At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, device expulsion, pelvic pain, infection, dysuria and headache outcome was unknown. The reporter considered autoimmune disorder, device expulsion, dysuria, genital haemorrhage, headache, infection, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/right arm appearing to project beyond the endometrium"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. A20056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, irregular menstruation and vaginitis bacterial. Concurrent conditions included vaginal discharge, vaginal odor and post coital bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), device expulsion ("migration/the left essure device appears to extend into endometrial canal"), pelvic pain ("pain"), infection ("infection"), urinary tract disorder ("urinary problems") and headache ("headache"). At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, device expulsion, pelvic pain, infection, urinary tract disorder and headache outcome was unknown. The reporter considered autoimmune disorder, device expulsion, genital haemorrhage, headache, infection, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/right arm appearing to project beyond the endometrium, migration') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (batch no. A20056) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, irregular menstruation and vaginitis bacterial. Concurrent conditions included vaginal discharge, vaginal odor, post coital bleeding and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), autoimmune disorder (seriousness criterion medically significant), device expulsion ("migration/the left essure device appears to extend into endometrial canal"), pelvic pain ("pain"), infection ("infection"), urinary tract disorder ("urinary problems") and headache ("headache"). The patient was treated with surgery (essure remove). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, genital haemorrhage, autoimmune disorder, device expulsion, pelvic pain, infection, urinary tract disorder and headache outcome was unknown. The reporter considered autoimmune disorder, device expulsion, genital haemorrhage, headache, infection, pelvic pain, urinary tract disorder and uterine perforation to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2019 (previously reported). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Reporter information, medical history added. Date of removal updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.